Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported: "once doctor had lag screw in correct position on the first nail, he put in the set screw but it did not engage into the proximal part of nail. It spun loosely and would not advance further distally or back out to try and re-position. The same exact outcome happened on the second nail. The set screw entered the nail and got stuck. Doctor tried a couple different set screwdrivers to try and back it out. Both nails resulted with stuck set screws that did not engage into the lag screws. Delay in surgery: 20 minutes." Procedure was completed successfully. The doctor concluded to leave both of the nails in. No additional surgery is planned. No adverse consequences reported.